Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a torcon nb advantage van schie beacon tip seeking catheter did not glide smoothly during an endovascular abdominal aortic aneurysm repair (evar). It was also mentioned that the tip of the catheter was "already broken" prior to use in the patient. The hydrophilic coating was activated and the surgeon noted that the tip was broken after trying to advance the catheter. A different catheter was used to complete the procedure successfully. No additional treatments were required. The patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable. On return of device 26dec2024, a preliminary dfa was performed and no separation of the catheter was observed. However, an indention near the tip of the catheter was observed. There is no evidence to suggest that the observed device failure "bent" would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, this event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction.

Event description:
This event no longer meets the qualifications for a reportable event.